Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.

Event description:
Reported 1 false negative sars results for one patient within 6 days of onset of symptoms. Patient symptoms reported by the cusomter are fever, fatigue, loss or taste and smell. The customer communicated the result was confirmed positive by molecular (pcr testing).